Manufacturer narrative:
The lot was manufactured january 11, 2016 ¿ january 13, 2016. The device was received for evaluation with approximately 86ml of drug 5-fu fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the device and the flow rate of the device was within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped flowing during infusion of fluorouracil. The flow was originally confirmed during priming, prior to connection to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.